Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with cardiac resynchronization therapy defibrillator (crt-d) experienced muscle stimulation. This patient was also feeling uncomfortable. This device has also been shocking this patient. This device was explanted. No additional adverse patient effects were reported.